Event description:
It was reported that the patient underwent an ipg revision procedure due to an unknown reason and the patient was doing well postoperatively. The explanted ipg that will be shipped back was not released by the center.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.